Manufacturer narrative:
Additional narrative: product investigation summary: it was reported that issues were found with an instrument during a case. A suprapatellar insertion handle was found to be broken with the tooth completely broken off. The returned part is used for the insertion of tibial nails, specifically when taking a suprapatellar and/or percutaneous approach. The returned cannulated connecting screw for percutaneous instruments for nails-ex is used to connect the insertion handle with the nail, which allows the nail to be properly inserted into the intramedullary canal. The returned insertion handle for suprapatellar (part 03.010.440 / lot 14-1594) is used along with the connecting screw to attach to a nail and facilitate insertion. The returned handle was received with its alignment tab broken off and the balance of the handle had superficial wear indicative of routine use. The returned insertion handle for suprapatellar was manufactured on december 1, 2014. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to lack of information, it is impossible to determine a root cause for the complaint condition. The handle did not exhibit signs of abuse. It is possible that the handle was used in a procedure while the connecting screw was not fully threaded into the nail and subsequently caused the alignment tab to experience unexpected forces, which eventually caused it to break. Additionally it is a possibility that the handle was handled improperly either in surgery or during sterile processing, which caused the tab to break. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. Issue was discovered during a procedure on (B)(6) 2015; however, it is unknown when the issue with the handle first occurred. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 01december2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an issue was found with an instruments in a case on (B)(6) 2015. A suprapatellar insertion handle was found to be broken with the tooth completely broken off. It is unknown when the issue with the handle first occurred. No surgical delays were reported. This complaint involves two devices.